Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was sent to a third-party service center for further evaluation. During the evaluation, the technician found no evidence of foam degradation and secondary findings were observed. The device's downloaded logs were reviewed by the third-party service center. There were 2 error codes found, the customer¿s complaint was not confirmed, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.